Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted during testing. Unit functioned properly. Device received with missing segments due to cracked and bleeding lcd glass. Motor was tested outside the device and passed. Device also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 699mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that they are currently in the hospital and their blood glucose value was 98 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that there were some leaks and motor errors. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.